Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device had stopped download in the device. A technical support specialist initiated the synchronization by following the knowledge article ¿how to create a station database backup¿ to decrypt and backed up the database, deleted the database and login, open the program and features and then choose the change for medication application and repaired to create the blank database and ensure the recovery model, ran the script, checked the speed and duplex and initiate the file mode synchronization, shrink the database using the script, rebooted the device completed full database synchronization and database shrink to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, devices download had stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, devices download had stopped. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.